Event description:
It was reported that an intravia empty container (150 ml) gamma sterilized could not be disconnected from the tubing of a non-baxter product. The reporter stated that the container had to be cut off from the tubing, resulting in the medication and tubing having to be thrown away. This occurred after the patient received an infusion; no medication was being delivered when the event occurred. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.